Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of bd connecta¿ stopcocks connecta plus there was leakage. No report of serious injury or medical intervention.

Event description:
It was reported that during use of bd connecta¿ stopcocks connecta plus there was leakage. No report of serious injury or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: no.

Manufacturer narrative:
Investigation summary: the device history report for lot number 8010922 was reviewed, no related abnormalities were found. Material number 394945 for lot 8010922 was manufactured on jan-31-2018. This is the first instance of this failure mode with this lot number. According to the sampling plan applied for product performance, this lot was accepted and released, with no defects being noted during final assembly or in packaging visual inspections. Unfortunately a sample could not be obtained for the purpose for the investigation and the photo provided did not display the reported failure mode. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. However, bd will continue to monitor this issue and encourages you to submit your sample for review.

Event description:
It was reported that during use of bd connecta¿ stopcocks connecta plus there was leakage. No report of serious injury or medical intervention.